Manufacturer narrative:
Imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the bands were intentionally deployed, but were fired in an unintentional location. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the trip wire was not secured. The suture thread had seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned. Upon analysis of the returned component (handle assembly only), it was found that the trip wire was not secured, indicating that this device was not used per the instructions for use (IFU)/product label. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the inability to deploy the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the bands were intentionally deployed, but were fired in an unintentional location. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.